Manufacturer narrative:
The device was not available to return for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that a patient had corneal decompensation approximately five months after a toric iol implantation. There were no abnormalities notes during the initial implantation procedure. Approximately three weeks postop, corneal edema was noted. The patient was referred for a second opinion and it was noted that a broken piece of haptic was found in the anterior chamber, causing an abrasion to the corneal endothelium, which led to decompensation. The lens remains implanted in the patient's eye. The patient had a dsaek procedure and has recovered.